Manufacturer narrative:
The technician isolated the issue to the foot hydraulic cylinder. He replaced the foot hydraulic cylinder to repair the stretcher.

Event description:
Information received indicates the foot end of the stretcher is drifting.